Event description:
It was reported that during a coronary durg eluting stenting treatment procedure, stent damage occurred. A total of 3 stents were deployed in the left main, intermediate and the left anterior descending arteries. While the physician was trying to place the taxus express2 3.0x32mm drug eluting stent, it "caught onto another stent's struts" and damaged the stent to the point it could not be used. No patient complications were reported.